Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose due to over treating with manual injection. The customer reported that they received a no delivery alarm during priming. The customer's blood glucose was 200 mg/dl at the time of incident. The customer's blood glucose was 48 mg/dl at the time of call. The customer's blood glucose was 100 mg/dl at the end of call. The customer stated that the blood glucose dropped 42 mg/dl. The customer stated that they treated the low blood glucose with juice. The insulin pump will not be returned for analysis.